Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus during a unknown therapeutic procedure, the evis exera iii xenon light source was not receiving a signal and the screen was black. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the device does not have an abnormality. The processor that processes images was damaged and no signal to the monitor was detected. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.